Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions showed that the implantable cardiac monitor (icm) exhibited post sensed t wave oversensing resulted in false atrial fibrillation (af) episodes. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Correction: missing information in g3 and the date should have been (B)(6) 2024.

Event description:
New information received notes that the icm exhibited under-sensing resulted in false pause episodes. No intervention was performed. The patient status was not provided.

Manufacturer narrative:
Correction: missing g3 and the date should have been (B)(6) 2024.